Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause is the patient's anatomy.

Event description:
In (B)(6) 2016, the patient had a left side si joint arthrodesis where three implants were placed. The patient had calf pain following the procedure. A CT scan showed that the most cephalad implant was malpositioned due to the patient's abnormal pelvis anatomy and was likely impinging on a nerve. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the most cephalad implant and placed a new implant between the existing implants. No other preexisting implants were adjusted or removed. The patient felt better following the revision surgery.